Event description:
This was a patient involved complaint. Two devices were used during the alleged sca. Both AED's were reported to have a strange sequence, advising a shock but going into analyse again then saying shock advised and saying continue CPR, at no point did it allow a shock.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 28th june 2018. The patient presented fine ventricular fibrillation, which is a non-shockable rhythm. However, the characteristics of the vf sometimes fluctuated around the criteria set for detection of vf which caused the AED to advise a shock. Full clinical review of the events is provided below: event 1 (B)(6) 2019 17:17:15 (B)(4). The event is 1 minute 1 second in duration. The patient presented fine ventricular fibrillation and the characteristics of the measured ECG fluctuated around the criteria set for detection of vf. A shock was advised at 00:00:49. The device sounded the audio prompt ¿press the orange shock button now¿ at 00:00:52. The power button was pressed at 00:00:56 and the AED was turned off. Event 2 (B)(6) 2019 17:18:17 (B)(4). The event is 4 minutes 30 seconds in duration. The patient presented fine ventricular fibrillation and the characteristics of the measured ECG fluctuated around the criteria set for detection of vf. A shock was advised at 00:00:11, and the rhythm continued to fluctuate, and the rhythm was determined non-shockable at 00:00:21. CPR was advised. Chest compressions were delivered at an average rate of 132 compressions per minute (cpm). Following this cycle of chest compressions, the patient¿s measured ECG continued to fluctuate around the criteria set for detection of vf. A shock was advised at 00:02:28, before rhythm was determined non-shockable at 00:02:29. The algorithm began assessing the cardiac rhythm again and a shock was advised at 00:02:38. The rhythm was determined non-shockable again at 00:02:40 and CPR was advised. Chest compressions were delivered at an average rate of 126 cpm. Event 3 (B)(6) 2019 17:36:36 (B)(4). The event is 9 minutes 49 seconds in duration. The patient presented fine ventricular fibrillation and the amplitude of the measured ECG was below the criteria set for detection of vf and therefore a shock was not advised. CPR was advised. Chest compressions were delivered at an average rate of 144 compressions per minute (cpm). The patient then presented asystole, a non-shockable rhythm. A shock was not advised. Chest compressions were delivered at an average rate of 144 cpm. Following these chest compressions, the patient presented fine vf with amplitude below the criteria set for detection of vf and a shock was not advised. Chest compressions were delivered at an average rate of 126 cpm. There was some motion in the impedance cardiogram trace around 00:07:07 to 00:07:13 and due to this motion, a shock was incorrectly advised. When the motion stopped, the rhythm was determined to be non-shockable. Chest compressions were delivered at an average rate of 132 cpm. The pads were removed at 00:09:27 and no further clinical analysis is possible after this time. The user powered on the device and was issued with the advisory speech prompts. As per the clinical statement, the patient presented fine ventricular fibrillation (vf), which is a non-shockable rhythm. However, the characteristics of the vf fluctuated around the criteria set for detection of vf which caused the device to advise a shock. A secondary AED was used during the event and the fine vf was also measured with the amplitude of the measured ECG falling below the criteria set for detection of vf and therefore a shock was not advised. Motion was subsequently detected in the impedance cardiogram trace which did result in a shock being incorrectly advised. This motion was detected after the ¿assessing heart rhythm, do not touch the patient, stand clear of patient¿ audio prompts were issued. When the motion stopped, the rhythm was determined to be non-shockable. Both aeds performed to specification during these events. No fault found with the returned sam 500p.the investigation tested the returned sam pad 500ps ability to deliver the shock therapy sequence and no fault was found. A visual inspection of the pcba identified no abnormalities. This device shall by retained by heartsine as per complaint handling procedure h001-003-080. Complainant has verified no further issue with the device itself.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This was a patient involved complaint. Two devices were used during the alleged sca. Both AED's were reported to have a strange sequence, advising a shock but going into analyse again then saying shock advised and saying continue CPR, at no point did it allow a shock.